Manufacturer narrative:
D4: lot number: the lot number provided was "31623995.017". It was determined that the lot number provided by the customer could not be verified to be a valid/recognized number in our systems. As a result, the mre review cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. D4: UDI: as the lot number for the device involved in the event was not valid/recognized, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After an atrial fibrillation radiofrequency ablation procedure with a qdot micro catheter, the patient expired over the weekend. There were no patient complications immediately post procedure. The patient did not require extended hospitalization. Other relevant history/preexisting condition was afib/aflutter. The date of death (B)(6) 2025. The patient had procedure for afib ablation on friday (B)(6) 2025. The patient was discharged and drove himself home. During the drive it is reported that the patient expired. No details were known at this time as to how the patient passed. All the catheters/products were discarded after the case on friday. The products used were a ngen system, carto 3 system, pentaray catheter, quad catheter, soundstar catheter, cs catheter, and esophastar catheter. No further information is available.